Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm without low battery alert. The blood glucose was 8.2 mmol/l at the time of the incident. The pump requires brand new or fully charged batteries to work effectively. Customer also reported that, there were no unattended alarms were received. Assisted self-test and which was passed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump was received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted.